Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that plugging the radio frequency (rf) programmer head into the port of the programmer resulted in the programmer powering down. The rf head was then attempted with a different programmer, and the same result occurred. The rf head is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the radio frequency (rf) programmer head was causing programmers to shut down; the rf head cable was shorting. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.